Event description:
It was reported that the steer mechanism is difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The results code was originally incorrectly coded as mechanical problem. Results code has now been corrected to wear problem per the device evaluation.

Event description:
It was reported that the steer mechanism is difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.